Event description:
A nurse reported that during an intraocular lens (iol) implant surgery the posterior capsule ruptured due to inadequate support for the lens. The nurse reported the lens was removed and replaced through an enlarged incision with an anterior model lens. An unapproved lens/cartridge combination and viscoelastic was used during the surgical procedure. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided which indicated an unapproved cartridge and handpiece combination along with the viscoelastic used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Additional info indicated a failure to follow the dfu. Account used an unapproved lens/cartridge combination and an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. A completed quality questionnaire was received on (b)(4 2013. Additional info has been requested. (B)(4).